Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6) ) found that there was a failure with the recharger antenna and was stuck on a "checking the recharger" screen. There was also insulation pulling out of the rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  reason for call was pt reported they couldn't charge their implanted neurostimulator (ins), it took forever to find the device and checking device, they saw a "battery low replace controller batteries soon" message on the controller, and they saw a rm_06 message on the controller all while charging their ins since about a week ago. Pt mentioned when they charge their ins, the recharge quality alternates between good and excellent, but would also disappear even when the recharger antenna (rtm) did not move positions. Patient service specialist (pss) helped the pt inspect the rtm cord, rtm plug, and controller port, but no visible damage was detected. Pt reported the rtm coil was sometimes hot to the touch when charging their ins. The issue was not resolved. An email was sent to the repair department to replace the rtm. See case #rtg0171912 for the report of a previous rtm replacement. Pt said they were in major pain because they could not charge their ins. Pt called from phone2 and wanted to confirm they were being sent the right piece of equipment. Pt reiterated details of case including that they got the "replace controller batteries" message when charging the implanted neurostimulator(ins). Patient services specialist reviewed the meaning of the "replace controller batteries message and the other messages the pt got with the pt and suggested the pt call back if the replacement recharger antenna did not resolve the issue.